Event description:
It was reported that during an implant procedure, the physician stated it was hard to remove the whole delivery catheter. During the process the catheter was stuck and broke into two pieces. The distal end broke off in the coronary sinus. The pieces were removed and no patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the catheter was returned and analyzed. Analysis revealed the mechanical operation of the catheter was damaged. The catheter was peeling/slitting/splitting showed a spiral slit. The shaft was bent and separated from the hub. Visual summary analysis of the catheter indicated damage at implant, the analyst commented, the catheter handle was not returned. The catheter was returned with an approximately 2 cm segment of the distal tip missing. Could not determine exact location of kinked shaft or length of distal tip missing due to the entire catheter not being returned. A 9 fr introducer/dilator combo was also received in the pouch, visual analysis indicated no anomalies. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4)